Event description:
It was reported that x-rays showed the self-drilling screws in c7 were fractured. Patient outcome: no adverse effects reported as a result of this event.

Manufacturer narrative:
Per the IFU, "possible adverse effects include: nonunion (pseudarthrosis) or delayed union. Bending, fracture, loosening or migration of the implants".